Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had partial display. The blood glucose level was at unknown the time of incident. Customer stated that the insulin pump had replace battery alarm. Display did not return after pump restart. Customer states this is not the second occurrence of off no power in less than 24 hours after low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected missing segment or partial display anomalies noted.